Manufacturer narrative:
**UDI related data quality updates only** incorrect primary di number provided in the initial MDR. Correction in d4 - primary UDI number.

Manufacturer narrative:
It is unknown if the device is available for evaluation. However, a photo sample has been provided for evaluation; investigation is not yet complete.

Event description:
The incident involved a safeset¿, 1 transducer 1 port, 53 inch (134 cm), 3ml/ hr macrodrip on an unknown date. The following issue was reported by the customer: the intensive care unit observed ungluing of part of the device. This incident took place on two recently used devices from the same lot. In the meantime, the service continues to use this device with vigilance. There was unknown patient involvement and unknown harm. This is the second of two events.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the pvc tubing was found separated from the transpac luer pocket on the returned sample. When the tubing was microscopically examined, insufficient adhesive coverage was confirmed on the tubing. The probable cause of the insufficient adhesive coverage on the tubing had occurred due to an error during assembly . The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. 11/15/2023.